Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have a severely bent grip, causing side-to-side misalignment of the grips. There was a .063" offset at the tips. There was an additional observation not reported by the site. Failure analysis found that the instrument had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was found with a crooked/misaligned grasper. The procedure was completed with no reported injury.